Manufacturer narrative:
Device evaluation visual inspection revealed that the tip of the device is fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied to cause the tip to fracture. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a set screw driver was found to be worn down during an inspection. However, device evaluation by the manufacturer found the drive tip had fractured off. The specific patient and surgical information is unknown.